Event description:
It was reported that the floppy drive on the 2600 system was not reading disks. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The interconnect cable was re-seated during the service call. The system was tested and found to be working as intended and put back into service.